Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: peritoneal closure with v-loc suture. Uncomplicated and discharged 2 days post op. Patient was readmitted with acute abdominal pain and vomiting 4 days post op. Suture had attached to the small bowel mesentery. Tethering of the suture caused on obstruction.